Event description:
On (B)(6) 2017, patient had episode of dizziness and lightheadedness while driving and received an appropriate shock. Patient admitted to hospital in (B)(6) 2018, sub- investigator personally reviewed x-ray, noticed lead dislodgement. Unclear if patient will be benefit from crt, therefore, generator was reprogrammed -biv 40 bpm. On (B)(6) 2018 reprogrammed to vvi 40 rv only. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.